Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: suboptimal medical documentation and imaging studies were available for this review. Product appropriateness and patient candidacy could not be fully assessed due to the lack of a pre implant CT scan. Cautionary product use conditions that might have contributed to this event included: the cuff and main body were the same diameter size; the neck shape was conical and, there was a near 90 degree angulation of blood lumen, which might have represented aortic remodeling over time, or, the initial product use was incongruent with the IFU. Forty-one months post implant, there was evidence to support: stent migration, type ia endoleak; partially obstructive thrombus within both the main body and cuff stents. There was no evidence of treatment at the time of this report. The final patient disposition could not be established due to lack of information. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause for this could not be determined based upon available information.

Event description:
It was reported that approximately 41 months post implant of a bifurcated device and a suprarenal aortic extension, the patient had a computed tomography (CT) scan performed for something unrelated to his aneurysm. The CT scan indicated patient had an endoleak. The patient had been lost to follow-up. The physician has scheduled the patient for a reline in (B)(6) 2015. The patient was reported to be doing fine.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.